Manufacturer narrative:
(B)(4).

Event description:
It was reported that high pacing thresholds and high lead impedance were observed. The lead was capped and replaced. No further information available.